Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the rwbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The disposable set was unavailable for return and investigation. The run data file (rdf) was analyzed for this event. Root cause: signals in the rdf indicate the possibility that the plasma line may have been partially occluded during a portion of the run. This can cause wbcs to escape the lrs chamber and end up in the product bag. The orientation of the tubing as loaded in the centrifuge hexholder under certain flow conditions, may cause the plasma line to pinch off. Corrective action: algorithms have been incorporated into the software for the trima accel system. These algorithms recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or "verify wbc's in the platelet product". The new algorithms were made available as part of the 6.1.2 trima software upgrade, and can be enabled upon approval. An internal CAPA has been opened to evaluate reports of elevated rwbcs related to plasma line occlusions.